Event description:
It was reported that this right ventricular lead was dislodged as it was found to be in the coronary sinus. Under fluoroscopy there appeared to be tissue on the helix. The lead was explanted and successfully replaced. No additional adverse patient effects. The product is not expected to be returned for analysis.